Manufacturer narrative:
Based on the current information provided, the cause of tissue entrapment is unknown. The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system where it passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly, and the instrument grasped and released without any issues on multiple attempts. The instrument was fully functional with problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse. A system log review did not reveal any errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair, tissue was caught on the side joint of the force bipolar instrument. Through follow up with the robotics coordinator (roco), it was learned that there was no noticeable issue with the instrument but while dissecting the peritoneum, a portion of the peritoneal tissue became stuck in the wrist of the instrument and had to be cut to be released. There was no bleeding and the tissue that was excised was planned to be removed and had no impact on the patient's health. The procedure was completed robotically.